Manufacturer narrative:
Product analysis: the complaint was confirmed. Stylus was replaced and calibrated to the display. Storage bay and keyboard hinge were found to be broken, and were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to stylus contact. The programmer was returned for service. No patient complications have been reported as a result of this event.